Manufacturer narrative:
As reported, the patient experienced abdominal pain, hematoma and constipation post-implantation of ventralight st mesh. The patient required imaging studies and medication to manage these symptoms. Based on the information available, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's reported postoperative experience. No lot number has been provided; therefore, a review of the manufacturing record is not possible. The adverse reactions section of the instructions-for-use supplied with the device lists pain and hematoma as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per ansm report (no (B)(6)): description of the incident: following a splenectomy on (B)(6) 2022, persistent pain in the left hypochondrium. This pain was caused by a spiegel's hernia treated in (B)(6) 2023. The patient underwent lateral ventral hernia repair with the implant of ventralight st mesh on (B)(6) 2023. Medical history: the patient underwent a splenectomy in (B)(6) 2022 for splenic cysts. Since then, he has complained of chronic abdominal pain. An abdominal ultrasound revealed spiegel¿s hernia (lateral ventral hernia). He was treated in the operating theatre on (B)(6) 2023 under laparoscopy. An intraoperative defect was discovered in the anterior abdominal wall, and a ventralight st plate was inserted. The post-operative period was marked by abdominal pain and constipation. He received medical treatment with laxatives and enemas. On (B)(6), he was seen at the a&e department for recurrent abdominal pain and lack of gas. Abdominal scan performed: small bowel obstruction due to possible adhesions on the left side. At the upper limit, likely segmental pulmonary embolism in the lingula, subject to an inappropriate injection time. Biology: blood gas ph 7.4; pcaz 38; po2 69, bicar 24; treatment: lovenox 10,000iu in sc. Per cardiologist: no signs of acute pulmonary heart disease, no dilation of the right chambers, incidental discovery of thickening of the septum to be assessed externally (cardiac surgery) follow up in 24 hours with a CT angiogram of the ap for a complete morphological study of the pulmonary arteries. Per visceral surgeon: symptomatic treatment. No need for further surgery. Clinical examination admission: digestive: sng declining, no abdominal pain, distended abdomen, periumbilical haematoma. Gas transit + stool diagnostic hypotheses: occlusive syndrome on day 7 post-operative following spiegel's hernia repair. Non-severe segmental pulmonary embolism per doctor¿s letter dated 13-feb-2024: the patient had follow-up treatment for abdominal pain. The patient was initially treated for a splenectomy in 2022 for a cystic lesion of the spleen. The aftermath was marked by persistent pain in the left hypochondrium. An exploratory laparoscopy in may 2023 revealed a spieghel hernia during surgery, which was treated with prosthetic repair. Post implant the patient had a large wall haematoma and pulmonary embolism with poor tolerance, requiring a stay in intensive care at hospital. After three months of anticoagulation therapy the patient's condition was favorable. However, there is persistent pain in the left hypochondrium, isolated: no fever, no change in general condition, some diarrhea. On physical examination, the abdomen is tender in the left hypochondrium, without defense or contracture, the rest of the abdomen is soft. A CT scan was suggested to check the surgical area. The CT scan on 30 january showed complete regression of the parietal collection visible at the time. No hernia recurrence, no other deep abnormalities. I therefore believe that these pains are mainly parietal and muscular. The patient was suggested to meet with the pain management team. Current patient status: despite follow-up since 2024 at a pain management centre, the implant area is still painful.

Manufacturer narrative:
As reported, the patient experienced abdominal pain, hematoma and constipation post-implantation of ventralight st mesh. The patient required imaging studies and medication to manage these symptoms. Based on the information available, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's reported postoperative experience. No lot number has been provided; therefore, a review of the manufacturing record is not possible. The adverse reactions section of the instructions-for-use supplied with the device lists pain and hematoma as possible complications. Addendum: h11: this is an addendum to the initial MDR submitted to document the additional information provided and to correct the product identifiers (medical device brand name & 510k number). Based on the additional information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's reported postoperative experience. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 210 units. Updated fields: b4, b5, b7, d4, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (medical device brand name), g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per ansm report (no r2606761): description of the incident: following a splenectomy on (B)(6) 2022, persistent pain in the left hypochondrium. This pain was caused by a spiegel's hernia treated in august 2023. The patient underwent lateral ventral hernia repair with the implant of ventralight st mesh on (B)(6) 2023. Medical history: the patient underwent a splenectomy in (B)(6) 2022 for splenic cysts. Since then, he has complained of chronic abdominal pain. An abdominal ultrasound revealed spiegel¿s hernia (lateral ventral hernia). He was treated in the operating theatre on (B)(6) 2023 under laparoscopy. An intraoperative defect was discovered in the anterior abdominal wall, and a ventralight st plate was inserted. The post-operative period was marked by abdominal pain and constipation. He received medical treatment with laxatives and enemas. On (B)(6), he was seen at the a&e department for recurrent abdominal pain and lack of gas. Abdominal scan performed: small bowel obstruction due to possible adhesions on the left side. At the upper limit, likely segmental pulmonary embolism in the lingula, subject to an inappropriate injection time. Biology: blood gas ph 7.4; pcaz 38; po2 69, bicar 24; treatment: lovenox 10,000iu in sc. Per cardiologist: no signs of acute pulmonary heart disease, no dilation of the right chambers, incidental discovery of thickening of the septum to be assessed externally (cardiac surgery) follow up in 24 hours with a CT angiogram of the ap for a complete morphological study of the pulmonary arteries. Per visceral surgeon: symptomatic treatment. No need for further surgery. Clinical examination admission: digestive: sng declining, no abdominal pain, distended abdomen, periumbilical haematoma. Gas transit + stool diagnostic hypotheses: occlusive syndrome on day 7 post-operative following spiegel's hernia repair. Non-severe segmental pulmonary embolism per doctor¿s letter dated (B)(6) 2024: the patient had follow-up treatment for abdominal pain. The patient was initially treated for a splenectomy in 2022 for a cystic lesion of the spleen. The aftermath was marked by persistent pain in the left hypochondrium. An exploratory laparoscopy in (B)(6) 2023 revealed a spieghel hernia during surgery, which was treated with prosthetic repair. Post implant the patient had a large wall haematoma and pulmonary embolism with poor tolerance, requiring a stay in intensive care at hospital. After three months of anticoagulation therapy the patient's condition was favorable. However, there is persistent pain in the left hypochondrium, isolated: no fever, no change in general condition, some diarrhea. On physical examination, the abdomen is tender in the left hypochondrium, without defense or contracture, the rest of the abdomen is soft. A CT scan was suggested to check the surgical area. The CT scan on (B)(6) showed complete regression of the parietal collection visible at the time. No hernia recurrence, no other deep abnormalities. I therefore believe that these pains are mainly parietal and muscular. The patient was suggested to meet with the pain management team. Current patient status: despite follow-up since 2024 at a pain management centre, the implant area is still painful. Addendum per additional information received: as per the surgical report dated (B)(6) 2023: the patient presented with post-splenectomy pain. Pneumoperitoneum via open laparoscopy. The greater omentum was released from the anterior abdominal wall, and a weakness in the aponeurosis was identified. A ventralight st w/ echo ps was placed and secured with suturstraps.